Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. The charge time was 23.6 seconds with a monitoring voltage of 2.72 volts. No adverse patient effects were reported. Over four years later, this ICD was returned to boston scientific. No additional allegations were reported and the date for when the device was explanted was not provided.

Manufacturer narrative:
The patient was scheduled for device replacement. To date, we have not received confirmation of replacement and the product has not been returned for laboratory evaluation. Should more information become available, event details will be updated and resubmitted. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.